Manufacturer narrative:
Additional information was received that the patient was experiencing pain in the general area of anchors of occipital leads from prior implant. These are the leads to be removed. The patient's ipg will no longer be revised.

Event description:
A report was received that the patient had severe headaches. It was noted that the pain was originated from the occipital lead anchor site and the right occipital lead that was more palpable. The physician discussed with the patient that the leads are probably re-aggravating his headaches. It was also reported that the patient's ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1032b, serial #: (B)(4), description: precision spectra ipg and charger kit.

Event description:
A report was received that the patient had severe headaches. It was noted that the pain was originated from the occipital lead anchor site and the right occipital lead that was more palpable. The physician discussed with the patient that the leads are probably re-aggravating his headaches. It was also reported that the patient's ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead 70cm. Model#: sc-4318, lot#: 18892058, description: clik x anchor.

Event description:
A report was received that the patient had severe headaches. It was noted that the pain was originated from the occipital lead anchor site and the right occipital lead that was more palpable. The physician discussed with the patient that the leads are probably re-aggravating his headaches. It was also reported that the patient's ipg was no longer working. The patient will undergo a revision procedure.